Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7fmynxgrip vascular closure device (vcd) misfired during deployment. The advancer tuber was held in place while removing the balloon from the access site, and the sealant was deployed to the proper location and then dislodged. A hematoma formed after everything was removed from the groin while trying to determine the malfunction. The surgeon held pressure for twenty minutes for hemostasis instead. The patient did not experience any hemodynamic instability, and the hematoma resolved. Protamine was given to the patient to reverse all systemic heparin which had been given. A pressure dressing was applied prior to transfer to the post anesthesia care unit and was in place for four hours. This increased the patient's bedrest from two hours to six hours. The device was used in a left lower extremity angiogram with balloon angioplasty of the superficial femoral artery, popliteal artery, and peroneal artery. The procedure used an antegrade approach. The deployer is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees, and the vessel type was venous. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. Additionally, there was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved through manual compression, which lasted for 20 minutes. The sealant was deployed completely above the skin, with no part of it being into the tissue. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2432402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the complaint where patient involved events cannot be duplicated, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural films the reported customer complaint "sealant sealant dislodged and hematoma¿" could not be evaluated. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6/7fmynxgrip vascular closure device (vcd) misfired during deployment. The advancer tuber was held in place while removing the balloon from the access site, and the sealant was deployed to the proper location and then dislodged. A hematoma formed after everything was removed from the groin while trying to determine the malfunction. The surgeon held pressure for twenty minutes for hemostasis instead. The patient did not experience any hemodynamic instability, and the hematoma resolved. Protamine was given to the patient to reverse all systemic heparin which had been given. A pressure dressing was applied prior to transfer to the post anesthesia care unit and was in place for four hours. This increased the patient's bedrest from two hours to six hours. The device was used in a left lower extremity angiogram with balloon angioplasty of the superficial femoral artery, popliteal artery, and peroneal artery. The procedure used an antegrade approach. The deployer is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees, and the vessel type was venous. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. Additionally, there was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved through manual compression, which lasted for 20 minutes. The sealant was deployed completely above the skin, with no part of it being into the tissue. A 5 x 220 unknown drug coated balloon, an unknown 4 x 200 balloon, and an unknown 3 x 220 balloon were used in the procedure. The device is available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.